Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-00904.

Manufacturer narrative:
Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-00904.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-00904. It was reported the patient was no longer receiving stimulation and encountering impedance issues. X-rays were taken and showed the leads have migrated out of the epidural spaces. Follow up information identified the patient underwent surgical intervention on 02/11/2016 to remove and replace the leads. The patient is receiving effective stimulation.